Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a bi-ventricular device upgrade procedure, when opening the pocket, noted atrial lead numbers were fine, but there was no threshold as the patient was in atrial fibrillation (af). Right at the suture sleeve located on the lead, there was a 180 degree turn and it appeared the lead had snapped and the lead was not working well; but the insulation was still intact. It was believed that the lead had broken in the pocket area, but had displayed appropriate measurements before. It was noted the atrial lead may be extracted at a later date, but for now the device was programmed to a single chamber with pacing and sensing only in the ventricle. The cause was suspected to be lead placement for the atrium. No adverse patient effects were reported.